Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the fenestrated bipolar forceps (fbf) instrument was not conducting energy. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed and the conductor wire was found to be broken at the proximal end, near the roll gear junction. The complaint regarding failed functional test was confirmed by failure analysis.